Event description:
It was reported that the customer's insulin pump gave multiple no delivery alarms. It was reported that after the customer inserted a new set, there were no more of the alarms. It was advised to call back if the alarm recurred. Nothing will be returned or replaced. The customer's reported blood glucose value during the phone call was 7.0 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.